Event description:
Physician reported he performed a novasure procedure followed by an essure procedure on pt (B)(6). He reported both procedures went without incident. There were 2-3 coils left on both the right and left side and the pt offered no complaints following the procedure. The pt presented monday, (B)(6), with pain. Physician stated her uterus was non-tender and she was afebrile but he did find trace amounts of blood in her urine and thought she may be experiencing either a slight urinary infection or a small kidney stone so he treated her with some antibiotics. The pt continued to have pain on her follow up (B)(6) 2011 and woke (B)(6) 2011 with severe pain. The physician brought her in and performed an ultrasound and fluid was discovered in the abdominal cavity. A CT scan revealed free air in the abdomen. A diagnostic laparoscopy was done (B)(6) 2011 and a bowel tear was discovered. The physician repaired the tear, cleaned up the abdomen and performed a partial salpingectomy to remove both devices that had migrated/perforated outside the tubes. Physician is sending pt home today (B)(6) 2011 as she is feeling better.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.